Event description:
On visual examination of the patient's system controller, one of the pins on the white cable was broken, and therefore we changed his backup controller to his primary controller and gave him a temporary backup system controller.